Manufacturer narrative:
(B)(6). The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit successfully via vertical incision in an anterior/apical repair procedure (date unknown). During a routine follow-up (B)(6) after the implantation procedure, the physician discovered that the tissues from the anterior wall hadn't completely healed over the mesh, exposing a piece of mesh. The physician prescribed the patient only topical oestrogen cream (type and prescription duration unknown), and does not plan any further medical intervention for the mesh exposure, opining that the patient's poor nutritional state was a large contributing factor to her mesh exposure. The patient is reportedly in stable condition and is (B)(6).